Event description:
Senseonics was made aware of an incident where a patient experienced a hypoglycemia event and reported that the eversense cgm system did not provide an alert. The patient reported that he had a reading 3.8 mmol/l and was feeling unwell, however, the patient did not clarify if the reading was from his eversense cgm sensor or a reading from a blood glucose meter. The patient decided to self-treat and did not require medical attention. The patient reported that he was doing fine after the event.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The outcome of the final investigation based on the dms data determined that there was no product malfunction. It was confirmed that it was the user's bg that reported a blood glucose concentration 3.8 mmol/l and once the level of glucose in the interstitial fluid (measured by the cgm) crossed the low threshold alert level (set by the user) the cgm asserted an alert. The system functioned as intended.